Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, increased threshold and decreased sensing values were noted on the right ventricular lead. The physician believes electrical the changes are related to the patient's condition rather than and not a device malfunction. No actions were taken and the patient is in stable condition.

Event description:
New information received indicates that during another follow-up in clinic, sensing of the right ventricular lead was decreased and there was an increased capture threshold. Lead repositioning was attempted but not possible due to fibrosis. The lead was capped and replaced and the patient was stable.